Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') and uterine polyp ('uterine polyp/ other injury(ies) or complication(s) please describe: endometrial polyp') in a 33-year-old female patient who had essure (batch no. 904755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included escitalopram oxalate (lexapro) from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced nausea ("nausea"), 1 year 3 months after insertion of essure. On (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2017, the patient experienced abdominal pain ("abdomen pain"). On (B)(6) 2017, the patient experienced menorrhagia ("heavy periods ") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced uterine polyp (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pain"). The patient was treated with surgery (dilation and curettage and dilation and curettage for removal). Essure treatment was not changed. At the time of the report, the genital haemorrhage, uterine polyp, depression, menorrhagia, dysmenorrhoea, pelvic pain, abdominal pain and nausea outcome was unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, nausea, pelvic pain and uterine polyp to be related to essure. The reporter commented: discrepant information regarding essure removal, plaintiff reported that "have you had your essure (or any part of the device) removed? Yes." In the same pfs "if you have not had your essure removed, are you currently planning for essure removal? No." Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: plaintiff fact sheet received. Event: nausea was newly added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') and uterine polyp ('uterine polyp') in a 33-year-old female patient who had essure (batch no. 904755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included escitalopram oxalate (lexapro) from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression"), 4 years 9 months after insertion of essure. On (B)(6) 2017, the patient experienced menorrhagia ("heavy periods ") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced abdominal pain ("abdomen pain"). On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine polyp (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (dilation and curettage and dilation and curettage for removal). At the time of the report, the genital haemorrhage, uterine polyp, depression, menorrhagia, dysmenorrhoea, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and uterine polyp to be related to essure. The reporter commented: discrepant information regarding essure removal, plaintiff reported that "have you had your essure (or any part of the device) removed? Yes." In the same pfs "if you have not had your essure removed, are you currently planning for essure removal? No." Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jul-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') and uterine polyp ('uterine polyp') in a (B)(6) year-old female patient who had essure (batch no. 904755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included escitalopram oxalate (lexapro) from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression"), 4 years 9 months after insertion of essure. On (B)(6) 2017, the patient experienced menorrhagia ("heavy periods ") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced abdominal pain ("abdomen pain"). On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine polyp (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (dilation and curettage and dilation and curettage for removal). At the time of the report, the genital haemorrhage, uterine polyp, depression, menorrhagia, dysmenorrhoea, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and uterine polyp to be related to essure. The reporter commented: discrepant information regarding essure removal, plaintiff reported that "have you had your essure (or any part of the device) removed? Yes." In the same pfs "if you have not had your essure removed, are you currently planning for essure removal? No." Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: plaintiff fact sheet received. Lot number added. Events added from pfs- abnormal bleeding (general), psychological or psychiatric problems condition: depression, dysmenorrhea (cramping), pain, heavy periods, abdomen pain. Event injury was deleted and device category changed from device other event to incident. Reporter information, concomitant drug, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.